Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an image was not displayed because communication failure occurred due to a faulty cable (like from mishandling or wear and tear). The event can be prevented by following the instructions for use (IFU) which state: "·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During evaluation, the following were found: no image was displayed. An internal damage at the cable unit was the possible root cause for this failure. The reported fault was likely a result of mishandling or wear and tear. There was dirt on the coupler unit. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, 4k camera head, to the olympus service center. Upon inspection and testing of the returned device, image did not display. This report is being submitted for the event found during evaluation. There was no patient involvement.